Event description:
Customer's husband reported blood glucose results of 109 mg/dl, 27 mg/dl, and 18 mg/dl within 10 minutes on the aviva system. Customer reported hypoglycemic symptoms, was able to treat. No adverse event reported. A request was made for the return of the system, replacement was sent.